Event description:
It was reported that patient underwent total knee arthroplasty in 2005. Subsequently, the patient reported pain and an exploratory procedure found the patella button was separated from the fixation post, and was loose in the knee joint. A revision procedure occurred to remove and replace patella.

Manufacturer narrative:
User facility voluntary report was received by biomet on september 17, 2009 in response to the notifaication that biomet sent to the user facility on august 19, 2009. This follow-up is being filed to make the FDA aware that both the manufacturer report number and user facility report number referenced in this medwatch are for the same person, part number and event.this report filed september 18, 2009.

Event description:
It was reported that patient underwent total knee arthroplasty in 2005. Subsequently, the patient reported pain and an exploratory procedure found that the patella button was separated from it's fixation post and was loose in the knee joint. A revision procedure occurred to remove and replace the patella.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Other - evaluation of the returned component found evidence of fracture at the fixation post. The fracture surface was transverse to the post, approximately level with the backside of the button. A bone cement mantle was not observed at that location, but a faint blue discoloration at the outer diameter of the fracture surface possibly indicates that the fracture occurred at the edge of the cement mantle.